Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed no anomalies.

Event description:
It was reported that there was oversensing in the form of far field r waves and the p waves are very small. The lead is still in use. No patient complications have been reported as a result of this event.